Event description:
It was reported that the system failure force sensor error occurred. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damaged was found on the device. Force sensor test failure was found in event history log. The technician power up process, checked and test force sensor. Force sensor test error was duplicated at power up. The root cause of the reported issue was found to be force sensor does not operate as intended as a result of normal wear. Pump was over 13 years old. The technician replaced force sensor. Performed power up process and all functional tests which passed.